Event description:
It was further reported that the cause of the event was unknown, but was possibly due to an interleaving program. The short circuit was only noted on (B)(6) 2013. An xray was noted to be ok. Reprogramming was done; interleaving was turned off and changed to monopolar. The short circuit was resolved on (B)(6) 2013 upon interrogation. The battery voltage was also back up to 2.95. The patient was not hospitalized and no injury noted. The patient was noted to be doing well at this time with good tremor control.

Event description:
It was reported the patient was seen on (B)(6) 2013, to have some adjustments made because he was complaining of worsening dysarthria but it was noted he was ¿not apparently losing therapy.¿ it was noted the patient¿s clinician elected to try interleaving programs and ¿felt it was good.¿ the battery voltage was 2.96. The patient was seen again on (B)(6) 2013, due to worsening dysarthria and an out of regulation (oor) messaged was seen on the patient programmer the day prior when the patient tried to turn his device off. It was noted the battery voltage was now 2.68 and the patient was very concerned about the service life of his battery and was worried about something being wrong. The patient used group a 100% of the time. Impedance measurements from may 1 showed a short for contact 0/1, 38 ohms and therapy impedance was 714 ohms for group a. It was noted impedance measurements taken on (B)(6) 2013 did not show a short and when group impedances were measured it displayed ¿xxx.¿ it was also noted the patient tried to turn off his battery for a ¿chunk¿ of the day to conserve that battery because he did not want to keep going in for surgery. Additional information received reported there was no report of further issues but they were still looking into the cause of the previous problem. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported in the initial report that the patient had no therapy for a few days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported the patient was unable to use his patient programmer to turn his device off on (B)(6), and ¿it was just totally stuck; it would not do anything.¿ they were also ¿worried about how fast it had drained¿ between the two appointments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v006339, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).